Event description:
Information was received from a consumer regarding a patient with an implantable pump containing (unknown), sufentanil, and bupivacaine. It was reported that starting probably 4 or 5 weeks ago and getting worse, the patent (pt) had a lot of trouble getting it to deliver a bolus since it took so long to read it. Pt would get device not found and they tried to hit retry, cancel, and resync but it got progressively worse on friday. They had to keep retrying and it took them 30 minutes. Pt noted they have an 8 hour lockout window but due to how long it took to connect to myptm app it took almost 9 hours between boluses. During call agent walked pt through clearing patient data, pt closed all applications, and reset the handset. Pt was able to connect to myptm app like normal. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.